Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify this alarm is generated when a power failure is detected error, history pointers failed and history pointers are corrupted error, and post-reset ram crc alarms due to critical pump error (open book image) alarm. Device was also received with case cracked behind the insulin pump at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer's blood glucose level was unknown. Customer reported that alarm did not cleared. The customer was unable to perform the self test. The insulin pump will be returned for the analysis.